Event description:
It was reported that the patient presented in clinic. A wound check revealed that their pacemaker was exposed and coming out of the pocket. The pacemaker was explanted and replaced. The patient was stable.